Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was microscopically inspected, and leak tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. Based on the information available and analysis results, without functional testing, the allegations of mechanical issue and hole/perforated are unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was identified. The pump was removed and replaced. The cause of the crack was not detailed by the hospital. There were no patient complications reported.